Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that their receiver time was delayed on (B)(6) 2015. Patient reset the device and the reported issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device passed exterior visual inspection. Global receiver functional testing resulted in no failures related to the customer complaint. A review of the receiver data log found firmware errors. The customer complaint was confirmed. The root cause could not be determined. This complaint was determined to be reportable upon completion of device evaluation on (B)(4) 2015.